Event description:
It was reported that a large volume infusor underinfused. The reporter stated that the expected therapy time was 44 hours; however, at the end of the expected time an unspecified amount of medication remained in the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Correction: (expected therapy time was 68 hours, not 44 hours as previously reported). The device contained 78 ml of unknown medication with diluent dextrose 5% 142 ml. Expected therapy time was 68 hours with a total volume of 220 ml; after 44 hours the device had approximately 120 ml of solution remaining. The site of access was the chest. This lot was manufactured august 2, 2012 to august 3, 2012. The actual device was not available; however, a photograph of the sample was provided for evaluation. Photo inspection revealed fluid inside the reservoir; however, the photo did not provide enough objective evidence to verify the reported problem. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.